Event description:
Pt had laser treatment applied to the neck area and chest for sun damage. Within an hour the neck was filled with blisters and they have begun bursting and weeping. When they called the facility where it was done they were told that a doctor might not be able to speak with them until tomorrow.